Event description:
Charge circuit inactive. Additional information indicated pt went into vf followed by asystole while undergoing hemodialysis 2 months post op. "The ICD did not function." Pt required cardioversion to convert sr.